Event description:
During operational checkout after preventive maintenance service of the device, the manufacturers service engineer reported a data acquisition failure. A data acquisition failure during normal ventilation operation may result in a vent inop occurrence. Vent inop is a high priority condition that precludes safe operation of the ventilator. A vent inop alarm displays on the screen, turns on remote alarm interfaces, and disables oxygen flow and blower operation. The service engineer replaced the data acquisition pcb to motor controller pcb cable to address the finding. Final check was completed with no fault reported.